Event description:
Reportable based on device analysis completed on 24apr2015. It was reported that the image would not appear. During procedure, an opticross¿ imaging catheter was selected to view a non calcified target lesion. The image appeared normally during the first use. On the second use, the imaging was performed outside the patient. However, it was noted that the image would not appear. The opticross¿ imaging catheter was then reconnected a few times, but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a sheath lap joint separation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a separation at the sheath lap joint section of the device at 73 cm from the femoral marker at the distal end. Fluid was leaking from the separation at the sheath lap joint assembly when the catheter was flushed. Impedance testing shows an electrical open at proximal wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The imaging core was broken off from the hub which was observed during visual analysis. The rotator and imaging core assembly was pulled out from hub. Drive shaft broke and imaging core windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).